Event description:
Voluntary medwatch received states that the atrial lead exhibited noise signals observed in-clinic. The following week the patient presented to emergency room due to syncope. Additionally, the atrial impedance measurement was low. The atrial sensing was programmed off. No additional adverse patient effects were reported.